Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep when the camera is being plugged in start the case the screen is completely green and/or is flickering between green and the normal picture throughout the case. This occurred during laparoscopy case. They ended up changing the case to an open procedure due to this issue.